Manufacturer narrative:
D10: 01-030-01-0552 - alt cup clstr g5 sz 52: (B)(6). 01-030-40-0536 - alt xle lnr ntrl g5 36: (B)(6). 160-01-15 - pf stem tapered plasma ext offset sz 15: (B)(6). 170-36-93 - biolox delta femoral head 36mm od, -3.5mm: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported by the exactech clinical hip study, approximately 3 years and 5 months post the initial left total hip arthroplasty, the patient reported for their 3 year follow up with complaints of pain on the lateral side of the hip and buttocks area. X-rays done show well positioned prosthesis. Medication was given and the patient was to follow up in six weeks. Possible physical therapy if indicated. The outcome is considered to be continuing.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: g.